Manufacturer narrative:
(B)(4). The implantable neurostimulators, leads and lead anchors have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
The patient felt paresthesia from nipple to feet when the implantable neurostimulators were on. The patient reported numbness and no feeling to the surgeon. The surgeon decided to explant the devices when the patient reported pain instead of numbness. The patient felt pain along the nipple line. Additional information has been requested. A follow-up report will be submitted if additional information becomes available. Please see MFR. Report # 3004209178201100693.